Event description:
It was reported that after the catheter was inserted for pain management, there were no problems until the physician started to remove it, using a forceps. The catheter separated, and the retained portion was removed surgically. There were no add'l complications.

Manufacturer narrative:
MFR control no ic980182. The sample has been returned to arrow. Examination found that the inner coil of the catheter protruded from the outer jacket. The sample showed no signs of excessive force being the cause of the separation. We are unable to determine the exact cause of the separation.